Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. Review of event description: it was reported that the patient received an implant on (B)(6) 2001 and revised on (B)(6) 2020 due to pseudotumor. Review of received data: no medical data relevant to the case has been received. Due diligence: no further "due diligence" required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): 7 parts were scrapped due to damage of the surface which was discovered during the inspection (ncr#(B)(6)). All released items were according to specification. Conclusion: it was reported that the patient received an implant on (B)(6) 2001 and revised on (B)(6) 2020 due to pseudotumor. Based on the investigation the reported event cannot be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). Due to the lack of information a detailed investigation could not be performed. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Concomitant medical products: metasul standard insert size 28mm x 61mm; catalog#: 437228061; lot#: 1366865. Therapy date: (B)(6) 2020. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent a revision surgery due to pseudotumor.